Manufacturer narrative:
Additional information received reported the lot number, UDI number, expiration date, and device manufacturer date for the product. Also, the patient is being followed during the periodic reviews by the physician. Reportedly, the product was refrigerated between 2-8 degrees celcius and was put in the anterior chamber for endothelial protection. During application of ultrasound to pre-phacoemulsify, the main incision was completely white and open (not self-sealing). The entire viscoelastic component was removed immediately and replaced with 0.5% methylcellulose. The entire epithelium above the main incision was whitish and easily removed with a cotton swab (de-epithelialization). I believe the patient developed an incision burn/frostbite. It was necessary to give a "x" suture and an additional simple one. Other surgeries occurred normally, with the same device, the same pen, except for the use of another viscoelastic. The patient is within 3 weeks of their post-operative period and has a 3.50 degree of residual astigmatism due to sutures and corneal shortening. Visual acuity pre-operatively was 20/30 (bad vision) and post-operatively (current with correction) was 20/80. In addition, the incident date was (B)(6) 2017. Based on the additional information provided the following fields were updated accordingly: date of event: (B)(6) 2017. Lot number: 026543. Expiration date: 12/31/2019. (B)(4). Device manufacture date: 07/04/2017. All pertinent information available to abbott medical optics has been submitted.

Manufacturer narrative:
Date of event: unknown, not provided, but the best estimate date is during 2017. Implant and explant dates: if implanted or explanted, give date: not applicable, as the product is not implantable. An attempt has been made to obtain missing information; however, to date, no response has been received. All pertinent information available to abbott medical optics has been submitted.

Event description:
It was reported that a patient developed a corneal burn after healon endocoat, model vt585u, was used inside the patient''s eye. No additional information was provided.

Manufacturer narrative:
Batch record review provided by third-party manufacturer: record review determined there were no processing deviations that would contribute to the reported complaint. Viscosity, ph, endotoxin, and osmolality testing are conducted in the bulk pre-filled solution, the filled syringes (beginning, middle, and end of the fill), and the final product prior to release. Both batch testing reviews confirm that product meets specification. Labeling review: the instruction for use (IFU) indicates the product should be allowed to reach room temperature prior to use. The IFU and packaging also indicates that the product should be protected from freezing. Conclusion: no root cause related to the manufacturing process could be identified based on the review of the batch record and product testing results. These occurrences are not likely associated with a manufacturing assignable cause. These events appear to be an isolated occurrence for this clinic site. Since the root cause is not likely related to the manufacturing process and the report does not indicate a trend, no further actions are recommended at this time. Third-party manufacturer will continue to monitor and trend complaint of this type. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.